Event description:
It was reported that the right atrial lead dislodged. It was noted that the lead was not buried deep enough and flipped to the lateral side of the atrial chamber. The patient¿s heart rate dropped due to the dislodge. The lead was repositioned was discharged and sent home.